Event description:
Paramedics responded to a patient being treated by a bls crew. The bls AED had already delivered a shock to the patient. The electrodes were transferred to the device for further therapy but, according to the reporter, the device did not recognize that a therapy cable was connected. A backup defibrillator already at the scene was used to continue therapy. Patient outcome is unknown, but there were no reports of any adverse affects from the use of the device.